Event description:
During testing at the user facility, the device alarmed with a s233(overtemperature-psc) malfunction alarm code. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. The customer contact reported the device did not pass the device psc (power supply controller) temperature test when connected to ac power. It was reported the fan was noisy. There were no reports of any adverse pt events and delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. Further testing found that the fan was very noisy when in operation. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.